Manufacturer narrative:
Additional procode: kwp. Reporter is a synthes employee. Part: 314.467. Synthes lot: h055311. Supplier lot: na. Release to warehouse date: may 25, 2016. Manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the sddrive screwdriver shaft 105mm was received at us customer quality (cq). Upon visual inspection of the device, the distal tip which is a stardrive was worn. Dimensional inspection: measurement. Shaft od: conform shaft distal od: conform document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the stardrive tip of the device was found worn out. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of back up items on unknown date, some were set aside for expired exchange. 1 bending pliers have no tension. 2 topcoat from the depth gauges are peeling. 1 handle with quick coupling gets stuck. 1 universal drill guide has pitting on the handle. 1 stardrive screwdriver is losing its shape. And 2 socket wrenches have pitting on the swivel. There was no patient involvement. This report is for a stardrive screwdriver shaft 105mm. This is report 3 of 3 for (B)(4).